Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro suctions board and power supply were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image on the left monitor would go black when moved to the up position. This resulted in a loss of the live image. There is no report of patient injury.